Event description:
It was reported that this pacemaker entered into safety mode. The pacing rate was not as expected, and the patient reported having pocket stimulation from the pacing. The pacemaker was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. The pacing rate was not as expected, and the patient reported having pocket stimulation from the pacing. The pacemaker was explanted and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.